Manufacturer narrative:
An event regarding shell loosening involving a trident hemispherical cluster hole shell was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were received. Device history review indicated all devices accepted into final stock met specifications. Complaint history review indicated there have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was brought to or for revision of acetabular component for apparent cup loosening. Dr noted corrosion around neck and in head upon removal of femoral head ( 40mm v +40) neck of accolade tmzt stem was cleaned with a bovie pad, stem was found to be well fixed. Cup was removed coker with the liner in place. A 76 mm tritanium cup, j 36x10 liner, v 40 universal/sleeve 2.5 mm and a 36mm biolox universal head implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that patient was brought to or for revision of acetabular component for apparent cup loosening. Dr noted corrosion around neck and in head upon removal of femoral head ( 40mm v +40) neck of accolade tmzt stem was cleaned with a bovie pad, stem was found to be well fixed. Cup was removed coker with the liner in place. A 76 mm tritanium cup, j 36x10 liner, v 40 universal/sleeve 2.5 mm and a 36mm biolox universal head implanted.